Manufacturer narrative:
Updated: d8, h6, h11. The device was returned to olympus for inspection. Based in the results of the investigation, the black resin/foreign material observed in the cleaning tank was not identified, and a definitive root cause of the issue could not be determined, however, the issue was likely the result deterioration of the pipe hose due to aging. The specific hose that caused the problem could not be identified. The event can be detected/prevented by following the device IFU sections below: operation manual chapter 8: "when an abnormality occurs". Operation manual chapter 4: "basic procedures for cleaning and disinfecting endoscopes¿ amd ¿4.9 cleaning and disinfection¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information reported by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the endoscope reprocessor had black residue inside the basin. There were no reports of patient involvement.